Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that 2 units of ar-3636, self bunching kl 1.8 fibertak, shoulder pulled out while attempting to set anchors against cortex. This was detected during shoulder stabilisation procedure on (B)(6) 2024. 2 x ar-3636 anchors pulled out while attempting to set anchors against cortex. A new hole was drilled and another ar-3636 anchor was used without issue. Procedure was successfully completed with no patient harm. Surgeon was upset that anchors did not work, and felt that he drilled everything as per technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.